Manufacturer narrative:
Batch review performed on 26 august 2019- lot 171663: (B)(4) items manufactured and released on 07-jun-2017. Expiration date: 2022-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a loose stem. The surgeon revised the liner and the stem 1 year 9 months and 1 week after primary. The surgery was completed successfully.